Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. No harm or injury was reported during the evaluation of the device at the manufacturer's service center, the alternating current (ac) cable and connector were found damaged. The device's ac cable and connector required replacement to address the issue. However, no repairs were completed because the device was scrapped.